Manufacturer narrative:
Correction: d1. Safeop 1.5 head unit.

Manufacturer narrative:
The unit did not return for evaluation; however, a photograph of the error message was provided. The system is designed to display pop-up messages to assist users in assessing device status or troubleshooting. After the procedure was cancelled, the sales representative performed a manual reset, which resolved the issue. The error message was likely the result of the unit receiving high current.

Event description:
The system displayed an error message after patient positioning and skin marking, but prior to skin incision. Baseline recordings had already been successfully obtained prior to the alert. Troubleshooting was attempted but did not resolve the issue. The surgeon elected to cancel the procedure.